Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 229047 (B)(4) software analyzer. (B)(4).

Event description:
It was reported that the programmer would not boot to the main "model select" screen when powered on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, further investigation revealed that the issue was intermittent, the power supply was replaced. It was also noted that the fan was noisy, the power cord door was broken, the handle was broken and the printed circuit board was out of electrical specification. (B)(4).